Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient noted both yellow and red lights on the remote home monitor. Patient services assisted the patient in setting up the remote monitor correctly, thus clearing the yellow lights. An upload was received and showed out of range impedance measurements for the pacemaker and right ventricular (rv) lead. The patient was referred to their clinic for follow up. Attempts to obtain additional information have been unsuccessful. The pacemaker and rv lead remain in service and no adverse patient effects were reported.